Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data from a (B)(6) patient alerted zoll customer support that the patient was treated at 02:57:25 on (B)(6) 2014. The rhythm at the time of the treatment was atrial fibrillation with a rapid ventricular response (178 bpm). The rapid atrial fibrillation contributed to the false detection . The patient was asleep and awakened by the alarms. The response buttons were not used prior to the treatment. The patient was admitted to the hospital following the treatment.

Manufacturer narrative:
There was no death or malfunction associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Monitor (B)(4): 12/2011. Electrode belt (B)(4): 01/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.